Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: software was formatted and reloaded. The programmer was then tested to manufacturing specifications. (B)(4).

Event description:
It was reported that the programmer was stuck on the "please wait" screen in many languages. The programmer would not longer boot properly. The event occurred during setup and prior to use with a patient. The programmer was returned to the manufacturer for servicing. There was no patient involvement.